Event description:
Related manufacturer reference number: 1627487-2022-01434. It was reported the patient experienced ineffective therapy. Diagnosis indicated high impedances. As a result, surgical intervention occurred wherein an additional ipg was implanted to reduce pressure on the current ipg. Reportedly, effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.